Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the device was reprocessed according to the instructions for use prior to being sent for repair.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, switch #1 had a pinhole, water tightness was lost due to damage on the instrument tube, the image had a partially dark area due to a scratch on the objective lens, the play of the up/down and right/left knobs were out of the standard value due to wear of the angle wire, the objective lens was cracked, the light guide lens was cracked, the bending section cover adhesive was detached, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sheath and cap of the evis exera iii colonovideoscope were worn. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material in the jet tube. The report is being submitted due to foreign material found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. It is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.